Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that "while inserting the wire, the wire bent and provider was unable to advance. New wire was obtained and line placed. No patient information provided for this event. Complainant noted in report that event was a past incident and does not have package "to get the lot number from and did not notify teleflex prior." Associated MDR: 9680794-2023-00016.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed based on a potential lot number, and no findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "while inserting the wire, the wire bent and provider was unable to advance. New wire was obtained and line placed. No patient information provided for this event. Complainant noted in report that event was a past incident and does not have package "to get the lot number from and did not notify teleflex prior". Associated MDR: 9680794-2023-00016.